Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. During the procedure, both of the sutures broke on the strand during wound closure. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure name and date? Event date? What tissue was being approximated or sutured when it broke? Lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - 2360 g /m. Related to: 2210968-2022-02188.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: stratafix (sxpp1a406 lot: rjmksb). I have limited information about the event, apart from, that the stratafix broke on the material itself. This happened with two of the sutures. The sutures were thrown away and no fragments were collected to send back for investigation trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m . Related to: 2210968-2022-02188, 2210968-2022-02189.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.